Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The transplant coordinator reported that the pt experienced agonal breathing, was intubated, and blood pressure was at a mean of 30 despite multiple pressors and volume. Profound metabolic acidosis was found. Head CT scan showed profound anoxic brain injury, and support was withdrawn.